Manufacturer narrative:
The pumnp is in the process of being evaluated.

Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this failure occurred while infusing on a pt. Thefacility rep stated that no pt injury was associated with this report.